Event description:
End of 7 gauge tonsil snare (x2) broke off during procedure (tonsillectomy). Surgeon irrigated and suctioned copiously and x-ray x3. Tonsils x-rayed also post-procedure. Snare was not found. Snare probably retained within instrument (snare gun). 8 gauge tonsil snare was used for procedure. Packaging of different size tonsil snares similar.